Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not power on when plugged into a power source, despite attempting to charge with multiple usb cables, wall adapters and power sources. The pump was not used for insulin therapy at the time of event. No additional information was provided.